Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to noise oversensing. Isometric maneuvers were performed in-clinic and it was not reproducible. The patient remained hospitalized in the meantime. Technical services (ts) reviewed the device data and it was discussed that in-office troubleshooting is recommended. It was also mentioned that reprogramming to secondary vector could be a temporary solution while keeping close monitoring. Troubleshooting suggestions were provided. The s-ICD remains in service. No additional adverse patient effects were reported.